Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was double beeping. There was no reported adverse event.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Customer reported that there was double beeping. Label seals was intact , device in good condition. The device was started in application, no problems found with beeping. However the downstream sensor will be replaced as a preventive measure. Unable to know what caused the problem.

Event description:
It was reported that the that there was double beeping on the device. No patient injury was involved.